Event description:
New information received notes confirms that the patient was stable following programming changes.

Event description:
Related manufacturer report number: 2017865-2023-38884. It was reported that an asymptomatic patient reported to remote follow up. Transmission showed noise on both the atrial and right ventricular leads. This noise was over-sensed and resulted in pacing inhibition. Programming changes were made.